Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found.

Event description:
It was reported that the pen needle 32gx4mm 5b was unable to deliver insulin/medication. The following information was provided by the initial reporter: according to the customer's feedback, there were 28 needles purchased from the pharmacy. After installing needle, it couldn't be pushed, the insulin couldn't be injected , and there was no problem after replacing a new one. One problem product was not retained.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 32gx4mm 5b was unable to deliver insulin/medication. The following information was provided by the initial reporter: according to the customer's feedback, there were 28 needles purchased from the pharmacy. After installing needle, it couldn't be pushed, the insulin couldn't be injected , and there was no problem after replacing a new one. One problem product was not retained.